Event description:
Event description boston scientific crm received information that this 4087 right ventricular lead dislodged. During a revison procedure, the lead was explanted once the helix mechanism would no longer retract or extend. The 4469 atrial lead was also explanted as it was noted with insulation damage and blood in the lead lumen. No adverse patient effects were reported.